Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was having problems. It was also mentioned that the patient had to get through three surgeries, however, no further information was provided. There was an attempt to obtain additional information from the field representative but was unsuccessful. This pacemaker was explanted. No additional adverse patient effects were reported.